Event description:
It was reported that caller experienced alarm 2 with more than one previous occlusion event, but the customer did not report frequent or recurring occlusion issues. There was no adverse impact to the customer¿s blood glucose level. Customer did not change settings or equipment, resumed insulin use, and no additional assistance was requested, so technical support closed case.